Event description:
It was reported that a promus stent was implanted in the 100% in-stent restenosed mid-right coronary artery (rca) on (B)(6) 2010. On (B)(6) 2011, approximately 11 months later, the promus stent was found to be restenosed on angiogram. On (B)(6) 2011 angioplasty was performed in the mid-rca, reducing the 99% restenosis to 25%. At the follow up visit on (B)(6) 2011 the patient had no anginal symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. There was no reported product problem. Restenosis is listed in the promus instructions for use (IFU), as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.